Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The main keypad was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
A customer contacted stryker to report that the on/off button of their device was not responding properly. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to a broken/damaged keypad.

Event description:
A customer contacted stryker to report that the on/off button of their device was not responding properly. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.